Manufacturer narrative:
(B)(4) - a supplemental report will be submitted upon completion of plant investigation.

Event description:
It was reported the patient noticed fluid was leaking from under the cassette door during step 3 of setup. The patient stated she started the treatment and progressed to dwell 1. The patient was advised to cancel treatment. Patient removed the cassette and inside the cassette door was not wet. The patient noticed the heater bag may have been leaking fluid and the heater tray was wet. The specific source of the leak could not be determined. During follow up with the patient's peritoneal dialysis nurse (pdrn) stated the patient reset up with new supplies and continued treatment without further issues. The pdrn reported that ther was no adverse event. The set was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.